Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one unopened (without original packaging), used nasogastric sump tube. Visual inspection of the sample noted depth markers present. The sump tube was flushed with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100 ml distilled water) and no leaks noted. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurses were having difficulty utilizing the bard nasogastric sump tubes. Stated that they were continuously leaking even when placed on suction and also, an issue that they have noted was that the markings were not the normal centimeters (cm) markings as with the kangaroo product. With that being said nurse document the depth or length at where the tube was placed. They also want to know if the tubes could be used for medication or tube feeds as well as what the difference between marking were on bard verses other tubes. Per sample form received via email on 30apr2024, it was reported that the bard nasogastric sump tubes would leak with suction and feedings, nursing unable to provide accurate loss, not enough markings to determine tube placement from shift to shift.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurses were having difficulty utilizing the bard nasogastric sump tubes. Stated that they were continuously leaking even when placed on suction and also, an issue that they have noted was that the markings were not the normal centimeters (cm) markings as with the kangaroo product. With that being said nurse document the depth or length at where the tube was placed. They also want to know if the tubes could be used for medication or tube feeds as well as what the difference between marking were on bard verses other tubes.

Event description:
It was reported that nurses were having difficulty utilizing the bard nasogastric sump tubes. Stated that they were continuously leaking even when placed on suction and also, an issue that they have noted was that the markings were not the normal centimeters (cm) markings as with the kangaroo product. With that being said nurse document the depth or length at where the tube was placed. They also want to know if the tubes could be used for medication or tube feeds as well as what the difference between marking were on bard verses other tubes.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "dimensions not designed correctly". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.